Event description:
It was reported that during a hysterectomies procedure the device gets the tissue pad issue and detached, tissue pad damaged inside the patient, the tissue pad was retrieved. Another like device was used to complete the case. No patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed and the min hand control button was not functional. The device was disassembled to inspect internal components. Moisture was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.